Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 400 mg/dl while wearing the pod. The patient reports having hyperglycemia, nausea, vomiting and the flu. Once at the hospital upon removal of the pod it was reported that the patient was unsure the cannula had properly inserted at initial activation. The patient was treated with intravenous fluids as well as insulin. The patient was discharged from the hospital after 6 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.